Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this lv lead is causing diaphragmatic stimulation, so they turned the lv lead off and went rv only pacing. Patient was in surgery and cautery protection mode was being used. Patient had stimulation and interrogation showed that biv pacing was on. When they took it out of cautery protection mode, went back to rvp only. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).